Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 360 mg/dl. The customer blood glucose was 360 mg/dl at time of incident. Customer's current blood glucose value was 140 mg/dl. Customer stated that she got high blood glucose level with insulin flow block and her blood glucose went really high and so when she changed the infusion set and found the cannula bent. The customer had not reported any symptoms and treated high blood glucose with manual injections. Troubleshooting was performed. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low and high blood glucose. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. It was reported that based on customer report proceeding in troubleshoot per customer alleging the possible pump under delivery. Customer declined to perform displacement test and high pressure test. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.